Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp appeared to be "melted" before use. The following information was provided by the initial reporter: "syringe bent or heat damaged. I just want to report that my last order of 0.3ml 31g bd syringes contained a faulty (melted) syringe and a large proportion of blunt needles."

Manufacturer narrative:
H.6. Investigation summary customer returned (1) loose 3/10cc, 8mm, 31g syringe. Customer states that the syringe is bent and the needles are blunt. The returned syringe was examined and exhibited a deformed barrel. The sample was also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). The point exhibited proper geometry, the od was measured as 0.0103¿, and sufficient lube was observed. This is the 1st related complaint for syringe damaged/disfigured and the 2nd related complaint for needles blunt on lot # 8015502. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. "Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause: index jams from the air jet alignment at the form, fill, and seal packaging machine. Correction: l2l dispatch #8847 was created to adjust the air jet. " bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp appeared to be "melted" before use. The following information was provided by the initial reporter: "syringe bent or heat damaged. I just want to report that my last order of 0.3ml 31g bd syringes contained a faulty (melted) syringe and a large proportion of blunt needles."